Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion multiple times during antibiotic therapy. A 100ml bag was run as the primary infusion and drops were falling. The tubing was assessed with no issues noted. The tubing and pump were changed two times and the pump ran without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.